Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a device had a warning to "check the device after the temperature is correct range for 48 hours." The device was indicated to have been in a house for 10 days with temperature at 23 celsius and yet there was no information about pre-implant longevity. The device was not used. There was no patient involved.